Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: during testing, the display screen was observed to be dim and discolored and the keypad had a cracked dome switched and the down arrow button was hyper sensitive to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and the keypad had a cracked dome switched and the down arrow button was hyper sensitive to user presses. This report is made based on results of investigation completed on 16-nov-2017.